Event description:
It was reported that during implant attempt, the left ventricular (lv) lead was attempted to be implanted into the coronary sinus (cs) in an effort to provide crt-lv pacing. The lv lead could not be advanced into the cs. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that there was blood/body fluid on all conductors (not obstructed), the lead was stretched, and the lead appeared to have been damaged at implant.